Event description:
During follow-up, inappropriate antitachycardia pacing (atp) was delivered due to incorrectly interpretating the supraventricular tachycardia as a ventricular tachycardia. Abbott technical support was contacted and recommended reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.